Event description:
Reportedly, during a live surgery demonstration, partial laparoscopic nephrectomy, dr. Could not achieve coagulation with the surgiwand ii. Coagulation was achieved by using another suction/irrigation probe from competitor. No pt injury was reported.